Manufacturer narrative:
A submission attempt was initially made for this MDR on 09/27/2018. At the time of the submission, the acknowledgement messages were viewed on FDA webtrader and it was noted that the status was listed as delivered under the acknowledgement and sent details sections. The arrow button to download the html text was not noticed at the time and the submission error message. The error messages were for exceeding the 50 character max limit and an invalid device problem code (3110). The nitinol staple implant within the plate and staple construct exhibited mechanical failure in both legs. The information for the nitinol staple is listed below. Brand name: motoclip himax implant system. Catalog number: 17118-1818kt, lot numer: 103010, exp date: 04/05/2020, UDI: (B)(4), product code: jdr. Along with the nitinol staple implant that broke in the plate and staple construct, a screw also exhibited mechanical failure. Brand name: motoband cp locking screw 3.0mm x 18mm. Catalog number: 1500-3018, lot numer: 500105, exp date: 09/01/2022, UDI: (B)(4), product code: hwc.

Event description:
3 month routine post op follow up visit revealed failure of the motoband cp implant system to provide adequate fusion at the fusion site due to broken hardware. Dynaforce staple implant experienced mechanical failure in both legs. Additionally, one of the screws experienced mechanical failure as well. The doctor stated the patient was non-compliant. The joint will be revised but a revision date has not been scheduled. X-ray image will be included.